Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a red alert due to a high out of range shock impedance measurement greater than 125 ohms. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a red alert due to a high out of range shock impedance measurement greater than 125 ohms on the right ventricular (rv) lead. Subsequently, a revision procedure was performed and the ICD was explanted and replaced, while the rv lead remains in service. No additional adverse patient effects were reported.